Event description:
Customer alleges pins on hangers are bending and tab on upper support is bent. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model tdxsp-cg, (B)(4) is approximately 1 month old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumers preexisting medical condition states he was diagnosed with ms in 1979. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the pin style footrests on the tdxsp-cg are flimsy. The pins on the hanger are bending, the tab on the upper support is also bent. The dealer is upgrading the foot rests and will also install a foot plate, as the consumer is having difficulty adjusting to the new style foot rests. An RMA has been issued and the broken foot rests are to be returned to invacare for an inspection and evaluation. No injury alleged.